Event description:
It was reported that the tip was slightly torn. A 7f guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the use was discontinued as the tip was slightly torn. The procedure was completed with a different device. No patient complications were reported.